Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with another adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by administering 3 units of rapid-acting insulin by bolus, no other medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.